Event description:
Customer reported 2 weeks ago when device starting timing cycle, the display of "zeros" fell apart and no result or error was displayed. The display remained until the device was turned off. Customer stated this occurred two times two weeks ago. Control values were not provided. A request was made for return product and replacement product was sent.